Manufacturer narrative:
Eval of the returned product confirmed the reported issue; the alarm did not power on when using new batteries or an external power supply. However, the alarm did power on when using a 9v adaptor. The voice message does not play as it should instead there is a clicking noise. Physical observation of the alarm found a battery door is missing and a battery spring as bent up. MFR ref file # (B)(4).

Event description:
The customer reported the unit will not power on; batteries have been replaced with a new supply. The customer reported that there is no physical damage to the alarm. The customer did not provide the date when this was discovered. No pt incident or injury reported.